Event description:
User facility medwatch report indicates a (B)(6) female on (B)(6) 2007 underwent r knee revision acl reconstruction, using achilles tendon autograft for failed acl reconstruction (done in 2005 at another facility). The graft was transfixed in the tibial tunnel using 2 bioabsorbable calaxo screws. Due to local osteopenia, additional fixation was achieved using a small staple on the anterior aspect of the tibia. Due to irritation around the staple, the staple was removed (B)(6) 2008. Patient returned w/medial knee pain (B)(6) 2011. Recommendation s/p MRI was for a 2 stage procedure, tibial curettage and bone grafting, for large cystic resorbtion of tibia related to calaxo screw, and after healing, revision of the acl. Patient underwent the 1st stage of surgery on (B)(6) 2011 (ambulatory surgery), r knee arthroscopy, partial medial meniscectomy, chondroplasty of the patellofemoral joint, and bone grafting of the tibia with femoral head allograft, without complication.

Manufacturer narrative:
(B)(4).